Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered rounds of inappropriate anti-tachycardia pacing (atp), atp appeared to have accelerated the rate; 8 inappropriate shock(s) due to an episode of supraventricular tachycardia (svt). All programmed therapy was exhausted. Troubleshooting options were discussed. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered rounds of inappropriate anti-tachycardia pacing (atp), atp appeared to have accelerated the rate; 8 inappropriate shock(s) due to an episode of supraventricular tachycardia (svt). All programmed therapy was exhausted. Troubleshooting options were discussed. The device remains in service. No adverse patient effects were reported.